Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that all the dates and information for each refill are below; date of refill #1: (B)(6) 2025 programmed volume: 20 cc filled volume: 20 cc actual volume: 4 cc expected volume: 9 cc date of refill #2: (B)(6) 2025 programmed volume: 20cc filled volume: 20cc actual volume: 3.5 cc expected volume: 10.9 cc date of refill #3: (B)(6) 2025 programmed volume: 20 cc filled volume: 20 cc actual volume: 6 cc expected volume: 11.8 cc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: as per the pump¿s log, the pump administered the following medications as of 2025-oct-21: baclofen (33,24mg;16'6ml0,2%; 1,662.0 mcg/ml) at a dose rate of 649.2 mcg/day, morphine (30mg, 1,5ml_amp2%; 1 ,500.0 mcg/ ml) at a dose rate of 585.9 mcg/day, and ropivacaine (19mg, 1,9ml;amp1%; 950.0 mcg/ml) at a dose rate of 371.06 mcg/day. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal, morphine and bupivacaine via an implantable pump. It was reported that there was a possible synchromed ii malfunction. In during one of the rep's routine visits to the hospital, the team told the rep what had happened and asked if the rep could send the explanted pump for analysis to see if it was non-compliant. According to the doctors, for more than six months, they had been noticing on the pump filling procedures that the volume reported in the clinical programmer was different from the volume aspirated in the pump. In this case, a smaller volume was aspirated comparted to the volume reported by the clinical programmer. According to the team this different had been growing over the last few months (a difference of 5 to 7 cc). The patient reported that the pain was more uncontrolled and unstable. The clinical team decided to perform revision surgery. There were no environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions taken included the patient underwent revision surgery, where, according to the medical team, the catheter was first tested (using one of the revision kits reference (B)(4), which they always had in stock at the hospital). The catheter was found to be in conformity, so the medical team decided to replace the pump. The issue was resolved at the time of the report.

Event description:
Additional information received from a foreign health care provider (hcp) via a manufacturer representative (rep) indicated that the implant date for the pump was (B)(6) 2021 according to the clinical team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.